Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. No blank display noted. Unable to perform occlusion test, prime test, excessive no delivery test, displacement test or verify excessive no delivery alarm or unexpected rewind anomaly due to motor error alarm. Pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The insulin pump shut down 3 to 4 times. Customer's blood glucose level was 110 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.